Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-06483 for the exalt model d scope and this report for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt model d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the screen turned black. Rebooting the processor restored the image. The procedure was completed with the same exalt model d scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h11: the returned exalt model d controller was analyzed, it was observed that the top cover has moderate finish damage, and the front panel has cosmetic damage. There is contamination on the catheter interface contacts and on the connector socket assembly, this contamination is causing the reported intermittent video. The contamination is due to fluid ingress and is likely due to repeat use and wear and tear on the catheter connection, or improper cleaning of the unit during maintenance. With all the available information, boston scientific concludes the reported event was confirmed. The conclusion code selected for this event is cause traced to maintenance, which indicates that problems are traced to improper routine or preventative maintenance. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-06483 for the exalt model d scope and report number 3005099803-2024-06486 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt model d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the screen turned black. Rebooting the processor restored the image. The procedure was completed with the same exalt model d scope. There were no patient complications reported as a result of this event.